Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. The customer reported symptoms of hypoglycemia after blood glucose results of 350 mg/dl on one accu-chek meter and 158 mg/dl on his second accu-chek meter. His wife tested him on a one touch meter, the result was 40 mg/dl. His wife treated him with candy and juice, as the customer was unable to self-treat. The one touch meter mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).